Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator spontaneously shut down and then restarted. The gui restarted approximately 40 seconds after the shutdown. There was no harm to the patient. The reporting hospital will not provide any patient information.